Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, a new cartridge was loaded to resolve the issue and customer resumed pump therapy.